Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and popping/snapping in the hip. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records and x-ray(s) were obtained and reviewed by a medical professional. Correct component placement is critical for the longevity of the hip reconstruction and even more critical when alternative bearings are used in the reconstruction. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The patient was revised because of pain, osteolysis, and suspected metallosis.